Event description:
Issue/problem with machine: buttons on the touch panel work intermittently. Specifically, but not limited to, "acquire", "enter" and "freeze" button. Pt safety issue: unable to acquire specific image needed for the study at the specific time/heart beat. Missing the image needed for the exam affects study outcome and accreditation requirements. Cardiologist may refer the pt to a cardiovascular surgeon and vital info may be missing on the exam, due to the machine not acquiring when the button is pushed. During asd closures, the acquire button needs to acquire on the first attempt, the timing is vital in seeing the device. Documentation on the exams is critical. The info needs to be available for previous study comparison, as well as legal documentation.